Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump alarmed no delivery and then the display went blank. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.